Event description:
Clinic notes were received which indicate that the patient has a past medical history of sleep apnea. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.